Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd microlance¿ 3 needle had melted plastic on it. The following information was provided by the initial reporter, translated from (B)(6) to english: "the plastic seems to have melted on the needle"

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 12/15/2021. H.6. Investigation: a device history record review was completed for provided lot number 210614. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, the affected physical sample was returned for evaluation by our quality engineer team. Through examination of the sample, epoxy was observed on the cannula component. Epoxy is the adhesive used to join the cannula and hub components together. It has been determined that this issue occurred in the assembly process due to a temporary stoppage or malfunction in the epoxy dosage machine. As a consequence, a higher dosage of epoxy was added and fell onto the next cannula. H3 other text : see h.10.

Event description:
It was reported that the bd microlance¿ 3 needle had melted plastic on it. The following information was provided by the initial reporter, translated from french to english: "the plastic seems to have melted on the needle."